Event description:
The manufacturer's rep reported that the pump was explanted after implant duration of 2 months. The pt had developed "some type of rash over the pocket site and was treated for an infection with no resolution". A dye study was performed and no issues were found. The pt continued to have problems and the family requested to have the pump explanted. Additional information has been requested, but has not been provided to us.

Manufacturer narrative:
H6 - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.